Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Clarify the product code and lot number? 2. Clarify that the needle was not in the patient? Additional information: the actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: batch lh8dzbp0, mfg date: 07/2017, exp date: 12/2022. Batch lh8dzbp1, mfg date: 07/2017, exp date: 12/2022. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent an elective caesarean section procedure on (B)(6) 2017 and suture was used. While suturing of the uterus, the or staff noted that the very tip of the suture needle was missing (around 1-2mm in length). The needle tip as described was found on a swab. In addition, the outer packaging and the lot number inside differ. There were no patient consequences reported.